Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the patient notes. Device history record (DHR) was reviewed and no discrepancies were found. There is no indication, with the information available, that there is any non-conformance in the products as manufactured. Current information is insufficient to permit a conclusion as to the cause of the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an unknown surgical treatment due to infection with following microbiological and histopathological investigation two days post revision surgery.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Concomitant medical devices: avantage cemented acetabular cup size 44, ref: p0463044, lot: 0001274052; biolox option taper sleeve large +4 mm neck type 12/14, ref: 650-1062, lot: 2017112171; avantage insert size 44, ref: p0561e44, lot: 0001234824; 1 x bone screw self-tapping 4.5 mm l: 40 mm, ref: 6250-45-40, lot:63884717; 2 x bone screw self-tapping 4.5mm l: 35mm, ref: 6250-45-35, lot: 64007477 + lot: 63436745; 1 x bone screw self-tapping 4.5mm l: 30mm, ref: 6250-45-30, lot:62741862; 1 x sirus locking screw self-tapping 4.9mm l: 38mm, ref: 02.02149.038, lot: 4501635463; 1 x sirus locking screw self-tapping 4.9mm l: 40mm, ref: 02.02149.040, lot: 4501635463. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00445. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an unknown surgical treatment due to infection with following microbiological and histopathological investigation two days post revision surgery.